Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: after filling the vial with blood, 40 min afterwards the vial was evaluated positive and one discovered blood between the bottom of the vial and the culture.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the 2647876-2022-00010 is a duplicate of 2647876-2022-00008 this supplemental is to cancel MDR 2647876-2022-00010. MFR#: 2647876-2022-00010 is void as a result.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: after filling the vial with blood, 40 min afterwards the vial was evaluated positive and one discovered blood between the bottom of the vial and the culture.

Manufacturer narrative:
Investigation summary: customer reported a sensor adhesion defect and false positive result. Three photos with sensor adhesion defect were received. Bd was not able to perform an investigation to the retention sample since neither batch number nor returned goods samples were available. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is confirmed to sensor adhesion defect based on photos received. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Corrective actions preventive actions (CAPA) 2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h10.

Event description:
It has been reported that the bd bactec¿ plus aerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: after filling the vial with blood, 40 min afterwards the vial was evaluated positive and one discovered blood between the bottom of the vial and the culture.